Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(6), as a result of warning letter cms#(B)(4). A sample was received to perform an investigation. A visual inspection of the returned warmer found a cracked tank cover, wear and tear damage to enclosure, front cover, and pole clamp. Functional testing was performed by filling the tank with water, attaching the temperature check, plugging in the line cord, and turning on the power switch. The reported problem was unable to be duplicated. Although the customer complaint wasn't confirmed the enclosure, tank cover, and front cover were replaced, and preventive maintenance was performed. A device history record (DHR) review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Additional information received indicated this issue occurred during a routine preventive maintenance. No patient was involved.

Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 pump keeps shutting off during operation. No patient injury